Event description:
Litigation papers allege, bilateral patient suffered and continues to suffer symptoms including, but not limited to pain, weakness, difficulty walking, trouble putting on shoes, decreased range of motion, and difficulty with even simple daily living activities. Additionally it is alleged that, the patient suffers from elevated cobalt metal ions in his blood stream as a result of the metal on metal implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.